Event description:
A report was received that the ipg was not holding a charge and two contacts on the lead were not functioning. The patient will undergo a spinal cord stimulator replacement.

Event description:
A report was received that the ipg was not holding a charge and two contacts on the lead were not functioning. The patient will undergo a spinal cord stimulator replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein only the ipg was replaced per physician's preference for improved programming availability. It was also reported that nonfunctioning contact on the lead meant high impedance value. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.